Event description:
Pt had a femoral arteriogarm in which a suture was inserted to close the arterial puncture site, using perclose "the closer" device. Pt developed pain at the site within 24 hrs of procedure. On 2nd day post-procedure, pt developed chills, sweats, myalgias & decreased energy. 3rd day post-procedure, pt developed chills, sweats, myalgias and decreased energy. 3rd day post-procedure, pt developed dry heaves & rt knee and rt leg pain. Pt was admitted to hosp on day 6; blood cultures positive for methicillin resistant staphylococcus aureus on that day. Rt knee synovial fluid culture positive for methicillin resistant staphylococcus aureus and rt groin drainage culture positive for methicillin resistant staphylococcus aureus 3 days later. Pt hemorrhaged from the arterial site on eleven days later and went to surgery 2x that day for debridement of rt femoral artery and placement of saphenous vein graft with finding of arteritis and exploration of graft site and control of bleeding w/placement of rt rectus femoris muscle flap. Had resection of the rt femoral vein graft w/ligation of proximal and distal common femoral artery. Pt eventually went into renal failure and expired.